Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: during the start of a patient transport the device shut down. Reportedly there were no alarms prior to the high pitch power fail alarm at shut down.

Manufacturer narrative:
The provided logfiles and batteries of the ps500 were analysed. The user's observation of an unexpected battery capacity loss could be confimed. It was investigated that other than specified there occurred a rapid aging of batteries inside ps500 in combination with fw1.49 and battery characteristics 01052. If the battery is discharged and the mains supply is missing the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. A (B)(4) has been initiated and already reported.

Event description:
.